Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This left ventricular (lv) lead got dislodged and exhibited high pacing thresholds. Additional information indicated that the cause was unknown. Dislodgement was confirmed through x-ray. This lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.